Manufacturer narrative:
Details of complaint: the customer reported that the screen on the central nurse's station (cns) froze for 40 minutes, and they could not edit the admit/discharge screen. They tried to reboot the unit, but the display started jumping/shaking. No patient harm was reported. Investigation summary: as no devices were returned for evaluation relating to this event, the reported issue could not be duplicated nor confirmed. As such, a root cause cannot be determined. The hdds are mechanical components that may deteriorate through time and may wear from continual use. Possible causes of failure include mechanical failure from improper use/handling, corruption of the files from abnormal shutdowns or viruses, or power issues. Other possible causes of the issue are power surges/interruptions and wear and tear. Any events that involve fluctuations and changes in the voltage such as power outages and generator tests may damage the hdds. Fluid intrusion, dust accumulation, or a lack of maintenance on fans, air intakes, and other components may lead to overheating of the hard drive and subsequent failure. When hard drives fail, this failure can manifest in different ways. There can be an error message (e.g., "hdd access error," "ssd access error," "ssdx error," "threshold breach"), or the device may reboot, the device could display a blue failure screen, or the device screen could "freeze." The unit may sometimes then restart, or the device may need to have the hard drive replaced. Sometimes the unit can be rebuilt by the backup disk (i.e., the system has redundant array of independent disks (raid), which puts multiple hard drives together to improve performance). The device was installed in 04/2016. Corruption of the hard drive(s) can lead to failures in operation. The most common causes for software corruption are ungraceful exits due to use error or power loss. Improper system shutoff is likely to corrupt files and software while performing operations. The following fields contains no information (ni), as attempts to obtain the information were made, but not provided. Attempt #1 09/17/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 09/24/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 09/29/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received.

Event description:
The customer reported that the screen on the central nurse's station (cns) froze for 40 minutes, and they could not edit the admit/discharge screen. They tried to reboot the unit, but the display started jumping/shaking. No harm or injury was reported.

Manufacturer narrative:
The customer reported that they could not edit the admit/discharge screen on their central nurse's station (cns). They tried to reboot this unit but the display started jumping/shacking. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that they could not edit the admit/discharge screen on their central nurse's station (cns). They tried to reboot this unit but the display started jumping/shacking. No harm or injury was reported.